Event description:
This complaint is now reportable based on the analysis completed on 08/28/2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.50x12mm taxus liberte drug-eluting stent (des) was advanced to the 80% stenosed, severely tortuous, distal left anterior descending (lad) bypass, and it was unable to cross the lesion. The procedure was successfully completed with another of the same device with no patient complications reported. However, returned product analysis revealed that the proximal edge of the stent was damaged.

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the proximal edge of the stent was damaged. The struts on row three from the proximal stent edge were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications. The most probable root cause of this complaint can be attributed to operational context.